Event description:
It was reported that while the ventilator was connected to a pt, it generated two technical error codes indicting disabled valves and an internal memory error. Importer (B)(4).

Manufacturer narrative:
(B)(4).